Manufacturer narrative:
This report is for an unknown epoca implants/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Additional product codes: mbf and hsd. A revision procedure has been planned but it is unknown if it has occurred yet. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon used the epoca shoulder system predominantly in osteoarthritic patient for which he performed a total prosthetic replacement using the metal backed glenoid. A revision surgery is planned due to implant wear; it is unknown if/when that procedure occurred. This report is for an unknown epoca implants. This is report 1 of 1 for (B)(4).